Manufacturer narrative:
Motor error alarmed due to motor encoder signal out of phase.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.